Manufacturer narrative:
Complainant asserted that particles were generated while tightening needle with plastic part of wrench, contrary to the instructions in the dfu which note to use the metal part of the wrench to tighten the needle. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Event description:
The user facility in spain reported that the plastic wrench wears out if medium-aggressive torque is applied. This led to small particles of plastic falling into the irrigation channels inside the phaco handpiece. Once the sleeve was placed over the needle, small micro plastic particles were irrigated into the eye. This is not a one-time problem, but rather a general problem with the phaco tip. Depending on the force when applying the material, a small part of the material comes off and falls into the eye. There was no impact for the patient, nor any performed complementary surgery. In those cases, they were prepared to perform aspirations/irrigations to extract the material.

Manufacturer narrative:
Product details, lot, and serial number have been requested, but not received yet. The product was discarded and is not available for evaluation. This investigation is ongoing.